Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was experiencing high blood glucose. The customer also reported being hospitalized, but it was not due to their diabetes. Customer's previous blood glucose reading was 530 mg/dl. It was also found the customer's high blood glucose was attributed to pneumonia and the shoulder surgery they recently had. Customer was advised to monitor their blood glucose. No additional information provided.